Manufacturer narrative:
A ge service rep performed an on site investigation. The motorized movement remote key pad was replaced during the service call.

Event description:
The customer reported that the 9800 system the remote control would not work. No pt injury was reported.